Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated MDR #1225714-2013-01445.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on or about (B)(6) 2006 after the use of the product.

Manufacturer narrative:
Request for add'l info has been made and will be submitted upon receipt accordingly. This is one of two device reports for this event. Associated MFR report numbers: 1225714-2013-01445 and 1225714-2013-01446.